Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. The exposed portion of the soft cannula was also found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path despite this damage. The download data also returned an 0x1c alarm, indicating that the pod had reached the end of its operating lifetime. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported there was a needle mechanism failure. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by a patient that the needle mechanism did not deploy as intended during activation. Patient checked the viewing window and could not see any cannula. Yet somehow the cannula was said to be bent. The pod was then removed.